Event description:
It was reported that the insulin pump kept alarming no delivery after the infusion set and insertion site had been changed. The customer's mother did not know the blood glucose reading. The caller stated that the no delivery alarm occurred during a bolus attempt. She noted that the alarm had been resolved by a complete infusion set change and declined return of the infusion set and reservoir for analysis. Advised the customer to call during the alarm's occurrence for proper troubleshoot. The customer's mother advised that she would speak with the customer's doctor to see if it was time to switch infusion sets. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.